Event description:
Approximately six weeks post-implant (implant date was (B)(6) 2024), the patient presented with an abscess and wound drainage from the left incision site. On (B)(6), 2025, the patient underwent a wound debridement. On (B)(6) 2025, the patient had their rns system explanted (neurostimulator and two depth leads) to treat a deep incisional infection. Treatment included oral linezolid.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.